Event description:
Customer called saying that she felt this pod had not been delivering insulin. In 2008, customer had the pod on for 2-3 hours and felt like her bg may be elevated. She checked her bg and it was 250. She initiated a bolus of 4 u, based on calculation in pdm, but did not feel well, so she had her daughter take her to the ER. Her bg in the ER was 900 and the pod was removed. The customer stated that during the set up process, she had heard a clicking in the pod while filling with insulin, but she still primed and placed the pod. No further problems reported.

Manufacturer narrative:
The product has not been returned, so no evaluation is possible. The customer heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.